Event description:
According to the available information, revision surgery was performed to re-position the submuscular reservoir deeper and remove some of the fluid (10-20ml) from the reservoir. The tubing was cut and reconnected in order to do this.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.